Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that the patient underwent an aortic valve replacement surgery (avr) due to aortic insufficiency. After 30-40 minutes following the start of bypass, the customer noticed the decrease of saturation. The perfusionist tried to increase oxygen but it did not help. They decided not to change the oxygenator because it was an isolated avr and the case was nearly finished. They closed the aorta and weaned the patient from cardiopulmonary bypass (cpb). Approximately 20 minutes later, the patient was in hypoxia as a result. The lowest saturation was less than 70-60%. The only negative impact to the patient was that after extubating, the patient had a loss of vision. There was no other neurological symptoms. The device was used to complete the procedure.

Manufacturer narrative:
Medtronic received additional information that vision was lost in both eyes. The vision loss lasted over a week and it improved a bit, the patient started to visualize silhouettes and later was discharged after ten days since there were no heart related problems and with a recommendation to visit a ophthalmologist and no further history was known. The customer stated that there was no special treatment provided in cs ICU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the adverse event (ae) was device and procedure related. The customer believed that the ae was caused by hypoxemia due to the low performance of the oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.